Manufacturer narrative:
The insulin pump passed the functional testing including displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. Multiple bolus deliveries were programmed and all boluses were properly delivered and recorded in the bolus history screen. The device functioned properly and there were no anomalies.

Event description:
Customer's mother reported via phone call delivery anomaly and high blood glucose levels. Customer's blood glucose level went as high as 415 mg/dl. Customer experienced thirstiness as a result of high blood glucose levels. Troubleshooting for delivery anomaly was performed. Customer's mother advised the bolus deliveries were not recorded in the bolus history. Troubleshooting was able to resolve the issue and when the customer performed a bolus delivery into the air it was properly recorded. Customer's mother advised they did not feel comfortable using the insulin pump and did not trust it. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.